Event description:
During surgery the surgeon pulled the draintow through a laparoscopy port and the tip of the draintow sheared off associated with mechanical force applied to the plastic tip with a steel grasping instrument. As a result the draintow was parted into two pieces. Both pieces were retrieved with no affect on the surgical outcome.